Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. The following information was provided by the initial reporter: " first, third and fifth tb-tool run has passed without any false positives or unexpected results from what we can see. Two runs gave results with false positives, liquid level sense error and mtb low pos. All cases expect one is on pump3 and all expect one on b-side."

Manufacturer narrative:
H6: investigation summary: a complaint of "tb tool- lls and fps" was reported against instrument max material number: 441916, serial number: (B)(6). Fse went onsite and replaced pump 3, checked/corrected magnet alignment, normalized readers, and performed gantry alignment. Qpm + 5ch qualification testing was run. The wax valves on cartridges were tested and most valves ok. One valve looked like it was not closed/had very little wax in it. This was the same position that twice had issues during tb-tool runs. The heater mux board on side b was replaced. The instrument firmware was upgraded. All motors were homed. Drawer alignment, robot alignment were performed. All additional testing and qualification runs passed. The complaint is confirmed as a failure of bd product and the root cause is related to "faulty heater mux board on side b". DHR review is not required due to the age of the instrument. Service history review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified the following information was provided by the initial reporter: " first, third and fifth tb-tool run has passed without any false positives or unexpected results from what we can see. Two runs gave results with false positives, liquid level sense error and mtb low pos. All cases expect one is on pump3 and all expect one on b-side."